Event description:
Customer reports lancet did not retract into softclix plus device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
Procedure type: hernia. According to the reporter: the protack devices used during the case would not release tacks when fired. The instrument had been tested before being introduced to the patient internally. Upon not firing correctly, the devices were handed off of the sterile field. This is a single patient use item. All three of the used devices were from the same lot and were not expired. There was no patient injury reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.